Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. Conclusion: carefusion ran and reviewed the event trace for the ventilator and found the last ¿error code 20¿ was last logged on (B)(6) 2015. The service technician was unable to duplicate the reported issue. As a precaution, the service technician replaced the hybrid board. Upon further evaluation, the event trace revealed several "inop" conditions. The main board was replaced as a pre-caution. (B)(4).

Event description:
The customer reported that the unit has an "error code 20" message that is appearing on the ventilator. This error was found during testing and did not involve any patients. While evaluating the ventilator, carefusion found several "inop" conditions on the event trace.